Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient reported having shingles before wearing the lifevest and now wearing the lifevest is exacerbating the pre-existing shingles. Patient reported that his cardiologist thinks the irritation is a burn and told the patient the electrodes felt hot. The electrode belt was replaced. Patient was prescribed a cream but did not recall the name of the cream. Follow up indicated that the shingles are not improving.